Manufacturer narrative:
(B)(6). The serial number for the medical device referred to in this medical device report has not been received, and therefore, no UDI number can be provided. Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that during use the the sensation 40cc balloon, the tips looks melted. No harm or injury to the patient was reported.